Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue first began on (B)(6) 2011 at 8pm. According to the csr's documentation, three to four weeks prior to the start of the alleged issue, the patient reportedly could not talk and also "bottomed out." Prior to the onset of his symptoms, it is not known what the patient's blood glucose result was and what action the patient took in response to the reading. At an unspecified date/time, the patient reportedly obtained blood glucose results over "600mg/dl" with the subject meter and "150mg/dl" with the onetouch ultramini meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient's testing frequency is not known and the patient's diabetes management is also not specified. It is not clear what action the patient took after the alleged issue began. It is not known if the patient developed any symptoms as a result of the alleged issue. According to the csr's documentation, the patient denied receiving any form of medical intervention/ treatment after the reported meter issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The patient's reported symptoms started before the reported issue first occurred. Although it is unclear what treatment the patient received in response to his reported symptoms, the patient denied receiving and form of medical intervention/ treatment as a result of the reported meter issue.

Manufacturer narrative:
Follow-up # 1 (11/10/2011)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the test strips have passed all testing with no faults found. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.